Manufacturer narrative:
The device was returned fully deployed with the pink slide insert visible through the viewing window and the formed needle retracted. The needle mechanism was examined and no abnormalities were found. The reported event could not be determined. An 0x22 error code was noted in the downloaded data, indicating main was in critical hazard alarm. Shelf mode current was measured to be high and out of specification, but it could not be determined if this is what caused the device to alarm with an 0x22 error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.